Event description:
A report was received that a patient was having charging difficulties. The patient also mentioned that the ipg was loose and moving in the pocket. The patient had a pocket revision where the ipg was sutured down. The patient was able to charge and reportedly doing well following the procedure.

Manufacturer narrative:
Patient's age and date of birth not available. Patient's weight not available. Device remains in patient. This is a final report.